Event description:
Two anchors implanted in patient knee. Surgeon noted anchors did not have stability and decided to implant 3rd anchor. He used same inserter to attempt implant of 3rd anchor. During attempt, inserter broke. Pieces of inserter and anchor removed. Manufacturer response (as per reporter) for implant inserter, hornet disposable inserterrep was present in the or at time of malfunction. Rep notified company who requested to take item. Item will be retained by hospital but remain available at hospital for inspection.

Event description:
Two anchors implanted in patient knee. Surgeon noted anchors did not have stability and decided to implant 3rd anchor. He used same inserter to attempt implant of 3rd anchor. During attempt, inserter broke. Pieces of inserter and anchor removed. Manufacturer response (as per reporter) for implant inserter, hornet disposable inserterrep was present in the or at time of malfunction. Rep notified company who requested to take item. Item will be retained by hospital but remain available at hospital for inspection.